Event description:
It was reported that the patient was experiencing pain and inflammation near the left hip area and the patient was given prednisone. It was noted that the patients lead appeared to be slightly lateral as shown in the computerized tomography (CT) scan. The patient underwent a lead explant procedure and the explanted device will not be returned as it was discarded by the medical facility. The patient was doing well postoperatively and pain had been relieved since lead removal.

Event description:
It was reported that the patient was experiencing pain and inflammation near the left hip area and was given prednisone. It was noted that the patients lead appeared to be slightly lateral as shown in the CT scan. The patient underwent a lead explant procedure and the explanted device will not be returned as it was discarded by the medical facility. The patient was doing well postoperatively and pain had been relieved since lead removal. Additional information was received that lead was added to address patients inadequate coverage on the right sided pain.